Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: 2010, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 20-aug-2014, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(4), ubd: 09-aug-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient was having his leads removed because they were not MRI compatible and he needed to have an MRI for an unrelated injury. The patient stated his healthcare provider (hcp) noticed when he was on the bed for surgery for his prior ins replacement that his leads weren't working. It was determined by a manufacturer¿s representative (rep) that the leads were only working 50% and one was not working. The patient stated the lead on his right side was working and he felt stim. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.